Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, there is a possibility that lint such as gauze and cloth used in the vicinity of the device entered the pipe line of the device and became clogged in the suction channel. However, a definitive root cause could not be determined. During inspection and testing, the insertion tube was found severely wrinkled, due to chemical stress from the cleaning, disinfecting, and sterilization processes over time. A pinhole was observed on they keytop of switch #1, due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis lucera colonovideoscope, to the olympus service center with a report that the suction port was clogged. The issue was found during reprocessing of the subject device. There was no patient or procedure involvement. During inspection and testing, service observed foreign material was clogging the suction tube, and when the channel was brushed, white lint came out. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].